Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: d4(serial).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the display monitor board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units display flickers. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state, event site postal code - 188-0014). It was reported that the cardiosave intra-aortic balloon pump (iabp) had display flicker during patient use. There was no adverse event reported. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing pcba. Upper display monitor. Fse then performed safety and functionality tests and cleared the iabp for clinical use.

Manufacturer narrative:
The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0670-00-1183 pcba, upper display monitor serial number (B)(6) with a reported unit failure of display flicker. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1183 pcba, upper display monitor serial number (B)(6) into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. After four hours of run time in the cardiosave, the fat could not replicate the complaint of the screen flickering. The board passed testing. Sent the board to the supplier per procedure. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The fat dept. Received part number 0670-00-1183 rev c display monitor board serial number (B)(6) from the supplier. Supplier investigation: performed visual check and found component damaged at location r5. Rejected under (B)(4). Retaining this board in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units display flickers.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6, h11 due to character limit in e1 event site address is (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing pcba upper display monitor due to a problem with the internal board. Fse then performed safety, functionality tests and cleared the iabp for clinical use. The failure analysis and testing dept. Received part pcba, upper display monitor with a reported unit failure of display flicker. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcba, upper display monitor into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. After four hours of run time in the cardiosave, the fat could not replicate the complaint of the screen flickering. The board passed testing. Sending the board to the supplier. The following investigation was performed by technician of the maquet failure analysis and testing dept. The fat dept. Received part display monitor, board from the supplier. Supplier investigation is performed visual check and found component damaged at location r5. Rejected under ipc-a-610. Retaining this board in the fat department. The most probable root cause for the reported is pcb failure and pcb reliability.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d8, d10.